Event description:
According to the reporter: the head of the clinch was found broken when the surgeon was using it. The second device, the device could not be locked after inserting into the trocar.

Manufacturer narrative:
(B)(4).